Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported that a patient had a vp shunt implanted to treat her hydrocephalus. The patient was reported to be doing good for a long period, but then she began deteriorating. She went to the ER where it was discovered that she had a blocked peritoneal catheter. The peritoneal catheter was then revised for a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.